Event description:
On 11/27/2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1400c biocomposite interference screw has a damaged thread. There was no patient involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the threads at the distal tip of the biocomposite interference screw were stripped and broken. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.